Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a power issue. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that shock was not delivered during cardioversion. Device was in clinical use at time of event, there was no patient harm reported. The case was classified as a serious injury case as the event can potentially cause harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.